Manufacturer narrative:
Results: pr #: (B)(4), part #: 381834, lot #: 6287819, complaint: safety shield activation failure (catheter). Needle thru catheter. Event description: two issues: first: the security system had not been activated (the spindles was retracted) second: on 2 occasions, the spindles caused the vein rupture of the patient and damaged the plastic cannula. Lot analysis: DHR review was performed on the following lot number: per specifications it was concluded that all required challenges samples and testing was performed, in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Investigation samples(s) meet manufacturing specifications: unknown; units were not received for observation and testing. Investigation conclusion: conclusions: the defects of safety shield activation failure and needle thru catheter; as stated in the subjects of the product incident report (pir) could not be identified or confirmed and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Bd was unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Root cause description: relationship of device to the reported incident: indeterminate. Comment: without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Rationale: corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
(B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety activation mechanism failed on a bd insyte¿ autoguard¿ shielded IV catheter 20 g x 1.16 in. There was no injury or medical intervention reported.